Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was 500 mg/dl. The patient treated via manual insulin injection and her blood glucose has since decreased to 415 mg/dl. The patient mentioned having to replace her sets three times per day. Troubleshooting was initiated for the high blood glucose and there were no anomalies noted with the insulin pump. The device passed the high pressure test. The insulin pump was not returned for analysis.